Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump died and after inserting a new battery, died in another two hours. The customer also reported that a week prior she removed a battery that was corroded, the customer changed it and the next battery only last two days. The customer reported reported corrosion in the battery compartment and a crack on the top of the battery compartment. The battery spring was also corroded. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.